Event description:
It was reported patient underwent oss knee procedure on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2012 due to an implant that spun and rotated on itself.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." The user facility was notified of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.